Event description:
After endoscopically firing a load of staplers, surgeon was unable to unlock the stapling device to remove from patient's abdomen.======================manufacturer response for stapler, surgical echelon 60 (per site reporter).======================already sent to manufacturer.